Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The returned ipg was analyzed and possible misalignment of charger with ipg causing lower than expected charge current and possible misalignment or poor ventilation causing charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU). With all the available information, boston scientific concludes the allegation of ipg is defective was not confirmed. The ipg passed all testing and exhibited normal device characteristics. Therefore, this investigation will be assigned a probable cause of failure to follow instructions.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively.